Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/16/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 12/16/24. On 12/16/2024 a beta bionics customer care agent followed up with the user's mother about the event. On (B)(6)2024 the user was admitted to the hospital after experiencing dka. The user's blood glucose level exceeded 400 mg/dl, and they were treated with lantus and lispro during their hospitalization. The user reported additional symptoms of nausea and vomiting. The user's mother assisted, as the user is a minor. The user went to the ER and was admitted overnight, being released on (B)(6)2024. Initial review of the ilet engineering logs indicate insulin delivery was paused on (B)(6)2024 and did not resume until (B)(6)2024. The user did not follow a ketone action plan or perform ketone testing. The user resumed using the ilet system after discharge on (B)(6)2024.